Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged short of breathing and wheezing. There was no report of pateint any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged short of breathing and wheezing. There was no report of patient any serious harm or injury. A correction to the b5 should be : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop short of breathing and wheezing, narcolepsy. The patient was under medication but the medication was not working for the patient. The reported events of wheezing, irregular breathing and shortness of breath are assessed as non-serious injuries and the reported no energy is mostly associated with narcolepsy which is not related to the device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported product problem to a adverse event. Section h1 has changed to reflect a serious injury. Section h6 health effect-clinical code , health effect- impact code, type of investigation, investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
In the previous report, h6 health effect - clinical code for wheezing was not added and 2420 was incorrectly added, section b7 was not updated which has been updated in this report. In the previous report section g3 date was incorrect, the correct date should have been 11/12/2021. Section h6, b7 have been updated / corrected. Also, in previous report, in h10 section the manufacturer incorrectly selected manufacturer narrative, which has been updated in this report. In this report h10 has been updated / corrected.